Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with a second episode of hemolysis (ref MFR's medwatch report# 2916596-2012-00318) and required to be re-admitted to the hosp. No add'l info was provided to the MFR.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.